Manufacturer narrative:
No sample will be returned for investigation. Investigation is incomplete. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: during a brain surgery, one of the devices broke loose almost causing the scalp flap to close over the brain tissue. No pt injury reported.